Event description:
It was reported, the patient was burned and unable to turn stimulation off. The reporter stated, they were burned ¿severely¿ from the inside out and the implantable neurostimulator (ins) was not working. It was further noted, the patient saw the burn at the implant site. It was noted, the burn occurred two days after implant on (B)(6) 2013. In was noted, the area was ¿extremely sore and open, extremely tender.¿ it was further reported, the patient was given percocet for pain and instructed to¿soak with epson salt 3 times a day.¿ the reporter stated they ¿could not turn stimulation off, it was cycling, it did it 3 times, during the time it was burning.¿ the reporter further stated ¿it burned me twice.¿ it was noted, the cycling eventually stopped and the patient thought the ins stopped because the ins ran out of power. It was further noted, the patient¿s status was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was burned and unable to turn stimulation off. The reporter stated they were burned ¿severely¿ from the inside out and the implantable neurostimulator (ins) was not working. It was stated ¿it had a 3rd degree burn.¿ it was further noted the patient saw the burn at the implant site. It was noted the burn occurred two days after implant on (B)(6) 2013. It was noted the area was ¿extremely sore and had an open sore, extremely tender.¿ it was further reported the patient was given percocet for pain and instructed to ¿soak with epson salt 3 times a day¿ for swelling. It was stated the patient was told not to touch or recharge the stimulator. The reporter stated they ¿could not turn stimulation off, it was cycling, it did it 3 times, during the time it was burning.¿ the reporter further stated ¿it burned me twice.¿ it was noted the cycling eventually stopped and the patient thought the ins stopped because the ins ran out of power. It was further stated the ¿battery had drained itself.¿ it was noted the patient saw the health care provider (hcp) 2-3 weeks ago to get staples out. It was reported the patient had an appointment with their hcp scheduled for (B)(6). It was further noted the patient¿s status was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.